Manufacturer narrative:
Device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient's infusion set fell off during use on (B)(6) 2024.the infusion set was used for few hours.the patient replaced the infusion set and insulin was resumed successfully. No further information was available.